Event description:
Customer reported that she experienced high blood glucose of 568 mg/dl; treated with 20 insulin units of manual injection. Customer stated she tested her blood glucose but what came up on the screen was to set bolus 12.7 units; customer stated she had never seen that screen before. Current blood glucose value is 530 mg/dl. Customer states her head was spinning. Customer changed her infusion set in the morning and when she changed it she noticed the cannula was not inserted into her skin. Customer stated she had yogurt for breakfast and when trying to enter the 16 carbohydrates to treat the screen kept showing the set bolus message. Customer called back before having lunch to get assisted. Customer was instructed to check her blood glucose; it was 135 mg/dl then to enter her food carbohydrates. Customer stated the insulin pump advanced to the estimate details screen. Customer stated she was able to set the bolus. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.